Event description:
The collimator loosened when the head was rotated. The collimator was disconnected from the tube assembly with both locking screws loose and open.

Manufacturer narrative:
All screws of units were checked and replaced by new screws.